Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: during investigation, the battery compartment had stripped threads. Additionally, the top of the battery cap had damage and the threads were stripped. The battery cap contact height and width were out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and to the battery cap. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.